Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the extension tubing became separated from the hub during use with a bd nexiva¿ diffusics¿ 20g x 1.00 in. The following information was provided by the initial reporter: extension tubing became disconnected from hub. Unclear as to whether or not their was force put on the tubing to cause it to fail.

Manufacturer narrative:
Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that the extension tubing became separated from the hub during use with a bd nexiva¿ diffusics¿ 20g x 1.00 in. The following information was provided by the initial reporter: extension tubing became disconnected from hub. Unclear as to whether or not their was force put on the tubing to cause it to fail.